Manufacturer narrative:
(B)(4). The potential lot numbers are r16c12027 and r16c21077. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that clearlink system continu-flo solution set tubing separated from one of the luer activated valves. The patient was not connected when this occurred. It was clarified that the tubing was primed with normal saline and connected to the IV pump. The nurse was going to connect the patient but then noticed that the section of tubing going into one of the luer activated valves along the line had disconnected. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Device manufacture date: 03/22/2016 for lot #r16c21077 and 03/14/2016 for lot #r16c12027. The device was returned and an evaluation is complete. A batch review of both suspected lots was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and the defect of leaks - separated was confirmed. The tubing was separated from the y-site clear link. The reported condition was verified. The cause was determined to be a human production issue. Should additional relevant information become available, a supplemental report will be submitted.